Event description:
Found on latitude alert ra lead to have polarity switch due to ra impedance >2000 ohms. Was brought into office, able to reproduce noise on ra lead with provocative maneuvers. Unable to program around noise, elected to do lead revision. Manufacturer response for bsc ra pacemaker lead, boston scientific 4470 finline ii sterox ez (per site reporter): have not heard back from bsc yet.